Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not delivering the right amount of insulin and was hospitalized on (B)(6) 2017 due to pneumonia and high blood glucose of 900 mg/dl.  Customer was treated with manual injections and their blood glucose was 98 mg/dl at the time of call. Troubleshooting was performed and the pump did not have any leaks or air bubbles and the pump was able to prime. Customer indicated that the bolus history was correct.  Customer declined to perform a high pressure test and was unable to check if there was damage to the drive support cap. The device will not be returned for analysis.